Manufacturer narrative:
Bci customer technical support (cts) assisted the customer in changing the peri-pump tubing and priming the system.

Event description:
A customer contacted beckman coulter inc. (Bci) stating there was a tear in the red peri-pump tubing for the alkaline buffer fill line and the alkaline buffer leaked into the reagent compartment area and the floor. No injury was reported.